Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed that the clave at the secondary port on the cassette of the tubing set was completely torn off. There were white drag marks indicating the use of force. Hospira has completed a formal investigation to address the issue. According to the investigation findings, the probable cause of these events is that the design controls for this design of the cassette with semi-rigid adapter configuration did not consider the user needs with the clave directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port broke off. The plumset was being used to deliver an unspecified volume of normal saline at a rate of 10ml/hr. After an unspecified length of time, the male luer lock adapter of a secondary tubing set was connected to the clave secondary port of the plumset for piggyback delivery of insulin 100 units/100ml normal saline, at a rate of 4.1 units/hr. At an unspecified time, it was reported that a pt check was done. The customer contact reported within 30 minutes after checking on the pt, the semi-rigid adapter of the clave secondary port of the primary tubing set had sheared off and an unspecified volume of insulin leaked onto the pump. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No additional info was provided.